Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation, damage to the charged coupled device unit, a shaved electrical contact of the video connector, and a scratch on the electrical contact of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited a peeled adhesive around the objective lens and a noisy image. There was no patient involvement.